Event description:
1 reported false positive sars result for 1 asymptomatic patient off-label at the time. The customer communicated the result was confirmed negative by molecular pcr testing. The customer also communicated 7 additional patient events which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: email.